Event description:
According to the literature, a retrospective study compared the outcomes of overlap versus pi-shaped esophagojejunostomy following laparoscopic total gastrectomy in the treatment of gastric cancer between january 2016 and december 2019. It was noted that division of the vagus nerves and transection of the esophagus were accomplished using a linear stapler. There were 110 patients included in the study and complications included anastomotic leakage, duodenal stump leakage and post-operative bleeding. Interventions and patient outcomes were unknown.

Manufacturer narrative:
Overlap versus, shaped esophagojejunostomy after laparoscopic total gastrectomy for gastric cancer: a comparative study / luyang zhang md phd, junjun ma md phd, jingzhu li md, sen zhang md phd, hiju hong md phd, xuan zhao md phd, bo feng md phd, zirui he md phd, xiao yang md phd, lu zang md phd, minhua zheng md phd, and abe fingerhut md / surg laparosc endosc percutan tech volume 35, number 4, august 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b1, b2, h1. New information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.